Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that only select parts of rh-bmp2/acs kit (i.e. Only the rhbmp2 and collagen sponge) were used via a posterolateral approach.the rhbmp-2/acs was used to fuse more than one level of the spine.the rhbmp-2/acs collagen sponge was placed outside the cage(i.e. In the posterolateral gutters). Post op, patient complained of worsening pain in the low back with associated pain, burning and radiculopathy in the right lower extremity. Patient also underwent a revision surgery.patient continues to experience severe and chronic lower back pain that radiates to the patients legs. Patient has numbness in the right leg and drop foot.patient experience difficulty in ambulation and requires assistance in most activities of daily living. .these serious injuries prevent the patient from practicing and enjoying the activities of daily life that the patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on: (B)(6) 2000 patient presented due to internally disrupted and herniated disks l3-4 and l4-5, lytic, grade I, l5 spondylolisthesis, chronic lumbosacral and bilateral lower extremity radicular pain, right greater than left, secondary to diagnoses #1, #2. Patient under the following surgeries: on (B)(6) 2000 decompression with interbody fusion l3-4, l4-5 and l5-s1, 2. On (B)(6) 2000 removal of right l5 pedicle screw. On (B)(6) 2000 patient underwent the following procedures: bilateral l3, l4 and l5 laminectomy and foraminotomy, transforaminal interbody fusion l3-4, l4-5 and l5-s1, insertion of back titanium prosthetic spacers l3-4, l4-l5 and l5-s1, left iliac bone graft. Isola pedicle segmental fixation l3 to s1 to treat the following pre-op diagnosis: l5 lytic grade I spondylolisthesis, internally disrupted/herniated disks, l3-4 and l4-5. On (B)(6) 2000 patient presented due to lumbar and bilateral lower extremity pain, right greater than left. On (B)(6) 2000 patient underwent the following procedures: removal of right l5 pedicle screw, application of additional isola transverse connector to treat the following pre-op diagnosis: postoperative interbody fusion l3-l4, l4-5, l5-s1. On (B)(6) 2000 patient underwent lumbar spine two views. On (B)(6) 2000 patient underwent lumbar spine three views. On (B)(6) 2000 patient presented with lumbosacral fusion. Impression: lumbosacral fusion with instrumentation and interbody cages l3-s1 inclusive. On (B)(6) 2000 patient presented due to back pain, prior lumbar spine fusion. Impression: 1 no acute lumbosacral spine skeletal pathology, redemonstration of stable appearing l3-s1 multi-level anterior and posterior fusion with metallic hardware as described. Bilateral l4-s1 laminectomies again noted, stable grade I anterolisthesis l5 on s1 vertebral body. Otherwise normal alignment. On (B)(6) 2000 patient presented due to low back pain, previous lumbar spine surgery including bone grafting/instrumentation. On (B)(6) 2001 patient presented due to lumbar pseudoarthrosis. On (B)(6) 2001 patient underwent the following procedures: removal of isola pedicle segmental fixation l3-s1, exploration of fusion l3-s1, right iliac bone graft, posterolateral fusion l3-s1, isola pedicle segmental fixation l3 to s1 due to the following pre-op diagnosis: postoperative interbody fusions l3-4, l4-5 and l5-s1, lumbar pseudarthrosis. On (B)(6) 2001 patient presented due to lumbar back pain, impression: post fusion neutral alignment. On (B)(6) 2002 patient presented due to chest pain. Impression: right middle lobe infiltrate with enlarged right hilum. On (B)(6) 2002 patient underwent chest two views. Impression: improving infiltrates with mild changes of bronchitis. On (B)(6) 2002 patient underwent chest two views. Impression: improving infiltrates with mild changes of bronchitis. On (B)(6) 2002 patient underwent chest two views. Impression: right middle lobe infiltrate with enlarged right hilum. On (B)(6) 2004 patient underwent the following surgeries: pseudoarthrosis repair l3-4, with reinforcement of posterolateral fusion l4 to s1 to treat lumbosacral spine and right lower extremity pain. On (B)(6) 2004 patient underwent the following procedures: removal of isola pedicle segmental fixation l3-s1, exploration of fusion l3-s1, right iliac bone graft, posterolateral fusion l3-s1, isola pedicle segmental fixation l3 to s1 due to the following pre-op diagnosis: postoperative interbody fusions l3-4, l4-5 and l5-s1, lumbar pseudarthrosis. Op notes: "..following that, new pedicle fixation was performed at l3, l4 and s1 bilaterally. At l3 and l4 l4, the screws measured 7 x 40 mm and at s1 7.75 x 40 mm. An intraoperative film was taken confirming their appropriate placement. After another pulse lavage irrigation, danek bone morphogenic protein with particular emphaogenic protein sponges were placed posterolaterally from l3-to s1 with particular emphasis at l3-l4. Interpore demineralized bone matrix was then placed on top of the sponges, followed by placement of bone morphogenic protein sponge material at l3-l4 over the top of the interpore graft. The pedicle fixation construct was then completed with appropriated spacers to the l3-l4 screws, and then offset and straight connectors to contour rods. All the devices were tightened into place and a single transverse connector was placed in the mid portion of the construct. Closures was then performed. The patient tolerated the procedure eventfully.." On (B)(6) 2004 patient underwent portable chest performed. Impression: 1. Right internal jugular cvp line well-positioned, 2. Discoid atelectasis right base. Subsegmental atelectasis left mid lung. On (B)(6) 2004 patient underwent 1 view cross-table lateral lumbar spine. Impression: intraoperative cross-stable lumbar spine during lumbar surgery. On (B)(6) 2004 patient underwent three views lumbosacral spine. Impression: status-post instrument and bony fusion of the lumbar spine with pedicle screws and posterior fixation rods from l3 through s1 as described. Interbody fusion plugs present at the l3-4, 4-5 and s1 levels. On (B)(6) 2004, (B)(6) 2005 patient presented for physiotherapy. On (B)(6) 2005 patient underwent lumbosacral spine, three views. Impression: fusion as described. Bo previous films. Anterior slip of l5 relative to s1. On (B)(6) 2005 patient presented for physiotherapy. On (B)(6) 2005 the patient underwent od. Spine lumbar up to 3vw. On (B)(6) 2006 patient presented due to increased burning, neuropathic pain in his right great toe and to a lesser extent pain in the left lumbar region. On (B)(6) 2006 patient presented due to low back pain and right foot pain and depression. On (B)(6) 2006 patient presented due to low back pain. On (B)(6) 2006 patient presented for medicine refill. On (B)(6) 2008 patient presented due to low back pain. He had occasionally triggering of the right middle finger but is bothered less often by this. On (B)(6) 2006, (B)(6) 2007 patient presented due to his back pain. On (B)(6) 2008 patient presented for an office visit due to pain. On (B)(6) 2009 patient presented for an office visit due to back pain. Impression: prior lumbar fusion. On (B)(6) 2009 patient presented for a follow-up visit due to back pain. On (B)(6) 2009 patient complains of constant numbness in his right ring and little fingers, which was the hand opposite. He had mild neuropathy. On (B)(6) 2009 patient presented for a follow-up visit due to cervical pain. Impression: mild to moderate diffuse degenerative spondylosis of the cervical, multilevel central canal stenosis, mild to moderate at c5-6, mild to moderate at c5-6, minor at c3-4, multilevel mild to high-grade bilateral neuroforaminal narrowing. Severe on the left at c5-6 and moderately-severe on the right at c3-4. On (B)(6) 2009 patient complains of numbness in an ulnar distribution in the right hand. On (B)(6) 2010 patient complains of episodic numbness in his right ring and left fingers, which was the hand opposite. On (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 patient presented due to back pain. On (B)(6) 2012 patient underwent MRI of lumbar spine w, w/o contrast. Impression: status post posterior spinal fusion from l3 through s1 and laminectomy at l4 and l5. The central canal is patent throughout the lumbar spine. There was no disk protrusion identified. On (B)(6) 2012 the patient presented for a follow-up visit due to low back pain. On (B)(6) 2013 patient underwent CT spine sacrum wo contrast. Impression: the inferior most portion of the coccyx was excluded from view. There had been posterior osteometallic fusion of l3-s1. Fusion hardware was incompletely visualized on the study of the sacrum.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2004: patient presented with lumbosacral and right lower extremity pain and was diagnosed with grade 1 l5 spondylolisthesis. On (B)(6) 2004: patient presented with low back pain. On (B)(6) 2006: patient¿s wife called and reported that patient was having so much trouble with nerve damage in his right foot. On (B)(6) 2006: patient called and reported that he didn¿t get any pain relief. On (B)(6) 2008: patient underwent x-ray of chest due to cough. Impression: chest without abnormality. On (B)(6) 2009: patient fell down in his kitchen and reported increased pain in his left low back and increased tingling in his right foot. On (B)(6) 2009 patient presented for an office visit due to back pain. Patient underwent x-ray of lumbar spine due to back pain. Impression: prior lumbar fusion. On (B)(6) 2009: the patient presented with right hand pain and stiffness. On (B)(6) 2009: patient presented for follow up. On (B)(6) 2009: patient underwent MRI of cervical spine due to neck pain. Impression: c5-6: there was left paracentral disc protrusion and uncovertebral spurring causing impingement along the left anterior aspect of the thecal sac and a moderate to severe degree of left foraminal narrowing. On (B)(6) 2009: patient presented with neck and low back pain. On (B)(6) 2009 patient presented with acquired spondylolisthesis and underwent CT scan of lumbar spine. On (B)(6) 2009 patient presented for a follow-up visit due to cervical pain. Patient underwent MRI of cervical spine due to cervical pain. Impression: mild to moderate diffuse degenerative spondylosis of the cervical, multilevel central canal stenosis, mild to moderate at c5-6, mild to moderate at c5-6, minor at c3-4, multilevel mild to high-grade bilateral neuroformanial narrowing. Severe on the left at c5-6 and moderately-severe on the right at c3-4. Patient underwent CT of lumbar spine without contrast due to acquired spondylolisthesis. Impression: previous spinal fusion from l3 to s1. Mild degenerative changes of the spine are seen superior to the fusion. No significant canal or foraminal narrowing is demonstrated. On (B)(6) 2010: patient underwent sonography of abdomen due to gallstones, kidney stones and abdominal aneurysm. Impression: gallstones, no evidence of renal calculus or abdominal aneurysm. On (B)(6) 2010, (B)(6) 2011,(B)(6) 2012, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015, (B)(6) 2016: patient presented due to back pain. On (B)(6) 2011: patient presented with left leg laceration. Patient has a foot drop on the right side and has a splint on the left foot, appears to move normally. X-ray of left tibia-fibula shows no fracture, dislocations or foreign bodies. Impression: acute traumatic injury, acute laceration,12 cm simple closure of left leg. Foot drop with brace, right lower extremity. On (B)(6) 2012 patient underwent MRI of lumbar spine w, w/o contrast due to chronic low back pain, right s1 radiculopathy. Impression: status post posterior spinal fusion from l3 through s1 and laminectomy at l4 and l5. The central canal is patent throughout the lumbar spine. There was no disk protrusion identified. Patient underwent x-ray of lumbar spine due to chronic low back pain. Impression: stable post surgical changes post posterior fusion from l3 through s1. Alignment is stable. Slightly worse degenerative disk disease at the non surgical levels, mild to moderate in severity. No abnormal motion with flexion or extension. Patient also underwent x-ray of lumbosacral spine due to chronic low back pain. On (B)(6) 2012: patient presented for counselling and continues to report low back pain which he localizes to around left sacroiliac joint. Patient notes a new pain between his shoulder blades. Patient still periodically gets fluid from the scar where he had the cyst excised. Patient is tender over the t2 and t3 spinous process and the associated right paraspinal region which is not too far from where he has scar related to the cyst excision. On (B)(6) 2012, (B)(6) 2013 : patient presented for office visit. Patient has numbness in his right anterior thigh and sometimes has a painful burning sensation in this area. On (B)(6) 2012: patient presented for office visit. On examination patient is tender in low back about the sacroiliac joint. The pain localized to the left sacroiliac joint stems from migrated bone grafted material. His numbness and pain in the right thigh with weakness of right hip flexion and reduced reflex at the right knee suggest right upper lumbar radiculopathy. Imaging studies dated (B)(6) 2012 were reviewed. Although MRI does not suggest ant central stenosis, but the neuroforamina was hard to evaluate due to artifact from the fusion hardware. Diagnosis: chronic intractable low back pain, chronic right s1 radiculopathy, cervical spondylosis without myelopathy. On (B)(6) 2013: patient presented for orthopedic spine surgery consultation. On (B)(6) 2013: patient presented for counseling. Patient underwent lumbar x-rays (B)(6) 2013 showing normal alignment, solid fusion from l3 through s1 with posterior instrumentation showing no sign of failure and mild to moderate narrowing of the disc spaces at l1-l2 and l2-l3. There is area of increased density in the region of left sacroiliac joint. On (B)(6) 2013: patient underwent CT of lumbar spine due to low back pain. Impression: posterior osteometallic fusion of l3-s1 with laminectomy. Two mm l2-3 degenerative retrolisthesis area. Evaluation for canal stenosis at l3-4, l4-5, and l5-s1 is limited due to metallic streak artifact. On (B)(6) 2013, (B)(6) 2014, (B)(6) 2015: patient presented for office visit. On (B)(6) 2015: patient presented for counselling. Patient continues having low back-pain with no significant change. Patient reports right ankle pain as he twisted his ankle. On physical examination patient is tender over the anterior talofibular and medial ligaments at the ankle. On (B)(6) 2016: patient is mildly tender over the c7 spinous process with no crepitus and is mildly tender in the upper scapular musculature bilaterally. On (B)(6) 2016: patient suffered an injury about 10 days ago when he slipped and fell in the snow and ice. His feet went out from under him, and he fell backward striking his upper back. Since then, he has had pain at the base of the neck in the midline and "mild numbness" in his palms and fingertips.